Event description:
Unable to remove the colonoscope from the left colon due to high resistance. The small wheel was not working as intended. It is possible that the tip of the scope remained in the bent position (right or left) acting as a hook. The provider removed the scope very gently without injury to the patient or colon mucosa. Procedure performed using another colonoscope. Impaired scope is being sent in for repair. The scope controls locked up.